Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. In addition the lot number was unavailable therefore a review of the DHR could not be performed. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not returned for evaluation.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Please reference: 2026095-2015-00345/(B)(6) 2026095-2015-00350/(B)(6), 2015-00356/(B)(6), 2015- 00357/(B)(6), 2015-00358/(B)(6), 2015-00359/(B)(6) and 2015-00360/(B)(6). It was reported via the medsun importer # (B)(4), received on 11/13/2015 from (B)(6) that a patient reported the following: incident #2-8 of 8: "the visiting nurse who disconnected my pump on saturday said that her other patients using the same device also completed well ahead of schedule." Additional information received on 12/9/2015: it was reported by the hospital that approximately seven other similar events occurred between end of (B)(4) 2014. It was estimated that three of these events were medwatch, however, unable to confirm. It was reported that all other patients were stable and didn't suffer additional injury. No further information was provided and devices are unavailable for return.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A medsun importer report # (B)(4) was received stating, "patient connected to c-series eis for an ordered fort-six hour continuous infusion. The patient was scheduled to be disconnected forty-six hours later. Patient states that ball was empty at 6am when the patient awoke. The patient had mentioned to the infusion nurse and the visiting nurse (vn). I told the patient to call the clinic and speak with doctor or nurses if this occurs in the future. The patient did not think there were any additional side effects from the fast infusion."